Event description:
Synovitis [synovitis]. Left knee effusion [joint effusion]. Total knee replacement [knee arthroplasty]. Case description: spontaneous case was received on (B)(6) 2013 from a physician database extraction regarding a female patient , initials unknown with osteoarthritis (kellgren and lawrence grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use of synvisc, two courses (it was reported that the age of the patient at the time of second course of synvisc injection was (B)(6)). On an unspecified date, the patient initiated treatment with third course of first intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided, in left knee. The lot number for synvisc was not provided. On (B)(6) 2001, the patient received second injection of synvisc. On (B)(6) 2001, the patient experienced synovitis in left knee for which she was treated with intramuscular celestone (betamethasone) and xylocaine (lidocaine). On (B)(6) 2001, the patient developed second episode of synovitis in left knee. On unspecified date in (B)(6) 2001, arthrocentesis was performed and 30 cc of moderately turbid and 11 cc of slightly turbid fluid was aspirated from left knee. On (B)(6) 2001, the patient received third injection of synvisc. On (B)(6) 2001, the patient developed third episode of synovitis in left knee. On (B)(6) 2001 (after 27 days), the patient recovered from the event of synovitis of left knee. On (B)(6), 2002, the patient underwent total left knee replacement. The patient's outcome for the event of left knee effusion and total knee replacement was not provided. Concomitant medications were not provided. The intensity for the events of synovitis of left knee and left knee effusion was assessed as moderate and total knee replacement was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related, with total knee replacement as unrelated and did not provide the relationship with left knee effusion. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on april 12, 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.